Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with an mr grade of 4. The steerable guide catheter (sgc) was advanced, however when introducing the mitraclip into the sgc, the sgc hemostasis valve did no maintain hemostasis. Additional aspiration was needed, air did not enter the patient. The sgc was removed and was replaced with a new sgc. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The steerable guide catheter (sgc) could not be tested because the flush port broke during return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and return device analysis, the cause of the reported leak could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.